Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: it was documented in the initial medwatch report that the expiration date was unknown. The expiration date (dec 31, 2020) has been updated to reflect the date the device expires. The unique identifier (UDI) has been updated accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices with the product code that were released to distribution. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported that the coolpulse had no suction from the moment it was connected. Vapr was attached to unit and wall suction. Consumable was discarded and new one was used without any issues. No ae to patient. No additional information has been provided.

Manufacturer narrative:
(B)(4) device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) ¿ incomplete. The expiration date is not currently available.

Event description:
It was reported that the coolpulse had no suction from the moment it was connected. Vapr was attached to unit and wall suction. Consumable was discarded and new one was used without any issues. No ae to patient.